Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the provided pictures identified a broken impactor pad. Lot identification is necessary for review of device history records, lot identification was not provided. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. It is unknown if this event occurred in an operating room or as part of a medical procedure. Medical records were not provided and further information has not been made available. This complaint was confirmed by the image provided showing a broken impactor pad. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the impactor pad fractured during the procedure. No patient harm was reported.